Event description:
A report was received that the patient felt the ipg was getting very warm when charging and was very uncomfortable. It was believed that the ipg was too superficial. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-4316, lot #: 15047653, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical.